Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) tried to replace safety disc but leak test failed. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The fse that encountered the issue tested the safety disk 3 times and removed the safety disk. The original one was inserted. Test leak passed. The safety disk will be replaced later.the unit passed all functional and safety tests. The unit was returned to the customer and cleared for clinical use. The maquet failure analysis and testing dept. Received safety disk with a reported unit failure of a failed safety disk leak test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the safety disk in cardiosave test fixture and tested the part to factory specifications per procedure and the cardiosave service manual. Ran the all manifold test. Part passed the test with no issues. Fat was not able to verify the reported failure. Retaining the part in the failure analysis and testing department per procedure.